Manufacturer narrative:
Incident date: (B)(6) 2017. Unique identifier: UDI not required. Operator of device: health professional. No injury was reported, it was discovered during a maintenance activity. Investigation of this event was performed using information provided by ge healthcare field service engineer and system pre-installation manual. This system was installed on march 24, 2006 by ge healthcare, on overlaid with a lead and wooden sheet of 10 mm covered with a floor sheet. Also the installed anchors were procured locally and ge supplied anchors were not used. Both the table and gantry mounting areas were inspected. No issues were reported for the table mounting area. With gantry base plate mounting anchors loose, the l-arm will touch the floor and the entire gantry can tilt and fall likely impacting the patient. As per ge pre-installation manual, the gantry shall be installed over the concrete flooring directly or can be mounted on a system base plate installed on the concrete flooring. It was confirmed that this inappropriate installation is an isolated case. The root cause of this issue is an installation error isolated to this system. It cannot be determined why the wooden was used to do this gantry installation 10 years ago. Instructions to do this installation correctly have been reviewed and found to be appropriate, and all necessary tools are also provided with the system. Ge healthcare field service engineer removed the wooden floor and reinstalled the gantry as per specifications on (B)(4) 2017. No further action is required at this time.

Manufacturer narrative:
Operator of device not applicable. Room was not in use and no one was in the room. Initial reporter email address not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
During a service intervention on the system, ge healthcare field service engineer noticed that anchor of c-arm base plate was loose. This condition could lead to a partial or complete fall of the entire gantry assembly. The gantry assembly is currently intact and did not fall. There was no report of injury and no report of patient involvement.